Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. The caller was educated by technical support to wait for prompts from the tandem mobi mobile app before removing or loading a cartridge. The caller was able to successfully remove and reload the cartridge on her own while technical support stayed on the line to ensure proper loading and provided instructions via email. She confirmed successful completion of a 9-unit bolus, and the issue was resolved without further problems.